Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("pain: dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("pain: dysmenorrhea (cramping)"), pelvic pain ("pain: pelvic"), abdominal pain ("pain: abdominal"), back pain ("pain: back"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), rash ("allergy: rash / skin condition"), skin disorder ("allergy: rash / skin condition"), allergy to metals ("nickel allergy"), fatigue ("other injuries / symptoms: fatigue"), nausea ("other injuries / symptoms: nausea"), migraine ("other injuries / symptoms: migraines") and headache ("other injuries / symptoms: headaches") and was found to have weight increased ("other injuries / symptoms: weight gain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation and menorrhagia outcome was unknown and the dyspareunia, dysmenorrhoea, pelvic pain, abdominal pain, back pain, rash, skin disorder, allergy to metals, fatigue, weight increased, nausea, migraine and headache had resolved. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, uterine perforation and weight increased to be related to essure. The reporter commented: patient received treatment for dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic pain, abdominal pain, back pain, menorrhagia, nickel allergy, hypersensitivity, rash, skin disorder and uterine perforation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 90-sep-2019: pfs received - previously reported event "injury" was updated to "pain: dyspareunia (painful sexual intercourse)", events - "dysmenorrhea (cramping), pelvic / abdominal, back, bleeding: menorrhagia (heavy menstrual bleeding), rash / skin condition, nickel allergy, perforation: uterus, other injuries / symptoms: fatigue, weight gain, nausea, migraines and headaches", lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.